Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. The indication for the procedure was stone removal. According to the complainant, during the procedure when current was delivered to the device, the cutting wire broke. No part of the device broke off into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. The indication for the procedure was stone removal. According to the complainant, during the procedure, when current was delivered to the device, the cutting wire broke. No part of the device broke off into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4): cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted and the exposed cut wire was broken. One broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section that is attached to the anchor at the distal pierce hole was missing and not returned. Measurement of the returned length of cut wire indicated that approximately 12 mm to 16 mm of the cut wire was missing and apparently detached from the anchor at the distal pierce hole. Since it was reported that no part of the cut wire detached inside the patient, the cut wire fragment likely detached during handling/packing of the device for return. The tip of the device was cut open and the anchor at the distal pierce hole was found to be intact and it appears the cut wire was soldered correctly during manufacturing. The outer diameter of the exposed cut wire was measured and found to meet specification. Review and analysis of all available information indicated the most probable root cause for this event was operational context, likely due to the procedural factors/ generator settings. A review of the device history record (DHR) could not be performed since the lot number was not provided.